Event description:
The customer reported that the handpiece would run by itself. There was no reported user or patient adverse consequence as a result of this event.

Manufacturer narrative:
The device was received for evaluation and the customer's report of the handpiece running on its own was not reproduced. However, severe corrosion was found throughout the handpiece. A complete rebuild was done of the handpiece and it was returned to the customer.